Event description:
A distributor reported on behalf of the customer, that their oes bronchofiberscope had an angulation malfunction. Upon inspection and testing of the returned unit, it was discovered, that the coating of the connecting tube was peeling. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to an olympus repair facility. And an evaluation of the device was performed. During the evaluation, it was discovered, that the coating of the connecting tube was peeling. The customer's originally reported issue of an angulation problem was confirmed. The following additional findings were also noted: assorted dents, cuts, chips, wrinkles, wear of the angle wire, and slack in the bending section cover. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation. It is likely, that the event was caused by the stress of repeated use, external factors, or handling of the device. However, a definitive root cause cannot be determined. Olympus will continue to monitor the field performance of this device.